Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. Review of basal deliveries indicated that they were correct and as programmed. No information was provided regarding bolus deliveries or potential causes for perceived inaccurate delivery issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2015. The last delivered bolus was a 7.05u ezbg normal (p) bolus on (B)(6) 2015. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. There were no warnings or delivery interruptions during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.